Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had an incident with stryker product and had to go to emergency room, then to surgery. No control of left leg, unable to bear weight. Fracture of trunnion and tritanium head.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2017-00328. When available, investigation results will be submitted under this manufacturer report number.

Event description:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2017-00328. When available, investigation results will be submitted under this manufacturer report number.